Manufacturer narrative:
This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. The event listed on this form was previously submitted on manufacturing report number 1822565-2014-00783.

Event description:
It is reported that the patient underwent a complete knee revision due to loosening of the tibial component.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Manufacturer narrative:
Other device used: catalog #00596401552, nexgen lps-flex femoral component, lot #60999405. This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records for the femoral component, tibial component, taper plug, and the articular surface were reviewed and found conforming. These devices are used for treatment. Legal update received on (B)(4) 2016 includes revision operative notes which confirm that the patient underwent revision surgery for right total knee arthroplasty component due to loose components. Operative notes that "the femoral component was loose and easily came off" and in removing the tibial component, "the medial side of the tibia was essentially destroyed," all the components were explanted. The nexgen cr-flex and lps-flex fixed bearing knee package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided. A definitive root cause cannot be determined with the information provided.